Event description:
It was reported by a customer that the fiber was faulty and apparently the fiber tip broke. As a result the physician could not go ahead with the procedure. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber broke and parted at the connector. The root cause of the device failure was determined to be excessive bending. Product labeling (B)(4) cautions against sharp bending.